Manufacturer narrative:
In addition to b5, the following non-reportable defects were identified during inspection: rusty electronic connector; leaking biopsy channel; broken charge-coupled device objective lens; infiltrated light lenses; damaged mechanism; bent insertion tube; broken terminal cover; irregular distal tip rubber glue; and electronic connector with broken pinout. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the scope's connector housing was damaged. Upon inspection and testing of the returned device, the air/water diffuser was found clogged indicating insufficient cleaning. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing was not conducted properly due to leakage from the biopsy channel. The event can be prevented by following the instructions for use: "the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event." Olympus will continue to monitor field performance for this device.